Manufacturer narrative:
G4: 04nov2020 b4: (B)(6) 2020 d10: updated: device returned to manufacturer submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jul2020 b4: (B)(6) 2020 the manufacturer's field service engineer (fse) confirmed the navigation ring was not working. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
It was reported the navigation ring is not working. There is no patient involvement.

Manufacturer narrative:
G4: 16oct2020; b4: 04nov2020. The root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.